Event description:
The manufacturer received information alleging a trilogy ev300 USA device was pulled for a field change order implementation. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation, the trilogy ev300 USA device failed active exhalation verification: s(+) p(+): pilot: difference 3.67 cmh2o -3.00 3.00. The field service engineer replaced 3-way solenoid and proportional valve to remedy the issue. The unit passed final test after repair. Current software version 1.05.10.